Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that an upcoming revision surgery of a broken implant (gamma3 nail) is scheduled.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Significant drill marks were found at the lateral entrance of the hole along the posterior side progressing from lateral entrance to the medial through the bore. The breakage initiated in a fatigue manner from the anterior web but broke in a much quicker manner from the posterior web. The breakage is observed in the opposite side of the misdrilling marks. The effect of misdrilling on the breakage in this case cannot be quantified. The fracture pattern resembles a fatigue fracture, evident by appearance of lines of rest. Another thing to note apart from the drill marks was the sign of excessive loading. On the medial side of the distal portion of the nail, the bearing point shows signs of permanent deformation indicating towards overloading of the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the breakage is most likely patient related factor. The fracture area of the nail exhibits a fatigue fracture and a plastically deformed medial side which indicates towards constant overloading in a cyclic manner. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that an upcoming revision surgery of a broken implant (gamma3 nail) is scheduled.